Event description:
A malfunction alarm was reported on the pump, identified as malfunction code 5. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.